Event description:
During delivery system prep in a tavr procedure, there was a large amount of air noted during negative pressure/de-airing of the delivery system balloon. The balloon cover was removed using a hemostat before the de-airing process. After changing the stop cock, changing the waste syringe and flushing the guidewire lumen for a second time, positive pressure contrast was filled into the delivery system balloon, and a leak was noted from the balloon. A new delivery system was opened, with no consequence to the patient. During opening of delivery system, the packaging was intact and in good condition. Visual inspection of delivery system revealed no defects.

Manufacturer narrative:
The device was returned to edwards with the balloon cover removed. The balloon cover was not returned with the delivery system. The device was visually inspected for any defects on the balloon as well as along the catheter. No visual manufacturing abnormalities were observed. An attempt to prep the delivery system was made. De-airing was unsuccessful, as continuous air bubbles were being introduced into the syringe. A gross leak was observed from a pin hole on the crimp balloon during the de-airing attempt. The crimp balloon double wall thickness was measured on the returned device at four different locations adjacent to the leak location. The double wall thickness measurements for all four locations met specifications. The work orders most relevant to the complaint failure mode were reviewed and did not reveal any issues that could have contributed to the reported event. During manufacturing, the delivery system undergoes multiple 100% verifications and inspections. These verifications are performed during the pleat and fold process, and after the balloon cover is installed. During this inspection, the balloon covers are verified to be in the correct positions and the device is inspected for mechanical damage. Any damage to the balloon after installation of the balloon covers would be detected in this inspection since the balloon cover would be damaged as well. The inspections delineated above support that it is unlikely a manufacturing non-conformance was the source of the complaint. The complaint of leakage of the delivery system was confirmed, but no manufacturing non-conformities were identified in the returned device. Per cer report, it was noted that the balloon cover was removed using hemostats. Standard operating procedure does not indicate the use of tools, and states that the balloon cover is to be removed using both hands to prevent balloon damage. The delivery system undergoes several inspections during manufacturing that would have detected any potential leaks prior to leaving the manufacturing floor. The cer report also notes that upon opening the delivery system, the packaging was intact and in good condition. It was also noted that visual inspection of the balloon revealed no defects, making it most likely that contact with the potentially pointed/sharp hemostat during balloon cover removal was the root cause of the reported complaint. Since no manufacturing non-conformances were identified in the product evaluation, a corrective/preventive action or a pra are not required. The complaint was confirmed, but no manufacturing non-conformities were found in the returned sample. Available information suggests that handling may have contributed to the event. No labeling or IFU inadequacies have been identified and review of complaint history did not reveal that occurrence rate exceeds the (B)(4) 2014 control limits for this trend category. Therefore, no corrective or preventive action is required.

Event description:
During delivery system prep in a tavr procedure, there was a large amount of air noted during negative pressure/de-airing of the delivery system balloon. After changing the stop cock, changing the waste syringe and flushing the guidewire lumen for a second time, positive pressure contrast was filled into the delivery system balloon, and a leak was noted from the balloon. A new delivery system was opened, with no consequence to the patient. During opening of delivery system, the packaging was intact and in good condition. Visual inspection of delivery system revealed no defects. It was determined that the balloon cover was removed using a hemostat before the de-airing process.

Manufacturer narrative:
Investigation is ongoing.